Event description:
It was reported the device was used in a laparoscopic cholecystectomy. It was reported the clip malformed. Another device was used to complete the case. There was no consequence to the patient.